Event description:
The recipient reportedly experienced a skin flap infection. The recipient is currently hospitalized and needs anti-inflammatory and suppurative treatment. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Correction: section h.4 advanced bionics considers the investigation into this reportable event as closed. Additional information will not be provided. The external visual inspection revealed the electrode array was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has reportedly recovered. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.